Event description:
Pt fell from her hospital bed. The bed alarm which was in place did not alarm to notify staff of her attempt to get out of bed. Rn found bed alarm sensor cord detached from the bed sensor pad. When the bed alarm sensor cord was reattached, the sensor pad alarmed.